Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing the retrograde approach from vein to anastomotic stenosis. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified shunt. A 5.0 x 40, 40cm mustang(tm) balloon catheter was advanced for dilatation. Upon the second inflation at 24 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.